Event description:
Caller alleged discrepant inratio precision results. Results as follows: date: (B)(6) 2012, initial result: 1.2, repeat result: 1.8. One hr in between initial and repeat tests. Therapeutic range: 2.0-3.0. Pt self tester stated that after testing herself twice, she has 2 bruised fingers on her left hand (index finger and middle finger). Customer also stated that her fingers would not stop bleeding; she was holding ice on her finger to stop the bleeding for 10 mins, and the bleeding did not stop. Pt plans to go to the local coumadin clinic for a lab draw.

Manufacturer narrative:
Investigation pending.